Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe s2 10ml 22ga 1-1/4in bd china the tip of the syringe broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: (B)(6) 2022 during the dosing process, the nurse tore the outer packaging of the syringe and found that the tip of barrel of the syringe was broken and could not be used.

Event description:
It was reported while using bd syringe s2 10ml 22ga 1-1/4in bd china the tip of the syringe broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: 2022.7.14 during the dosing process, the nurse tore the outer packaging of the syringe and found that the tip of barrel of the syringe was broken and could not be used.

Manufacturer narrative:
H6: investigation summary ; a device history record review was completed for provided material number 301945 and lot number 2110129. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this incident, twenty retained samples were obtained for evaluation; however, no signs of defect were found in the retained samples. An exact cause could not be determined for this incident. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any damages identified. Based on these preventive measures, we believe it is possible that the reported incident resulted from a blockage during the barrel feeding process. After that, the damaged tip of the syringe went undetected during assembly and resulted in breakage. H3 other text : see h10.